Event description:
During an outpatient cardic catheterization, a catheter was placed via a 4fr. Cordis sheath in to the right femoral artery and advanced to the ascending aorta. With manipulation of the catheter, the physician could not continue to torque the catheter. Further evaluation by fluoroscopy noted the catheter was kinked. When the physician tried to remove the catheter, it broke in half. A portion of the catheter was removed. The remaining portion was removed by using a retrieval device. The patient experienced no adverse effects and was discharged the same day as the procedure.